Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, undetected downstream occlusion, which was not reproduced but confirmed during evaluation. The downstream sensor's fluid numbers were out of specification (high readings). The downstream pressure plate gap was out of specification. The device was re-calibrated. (B)(4).

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion. Any patient involvement, injury or medical intervention is unknown.